Event description:
It was reported that the ez35b was used during a laparoscopically gastrectomy. It was reported by the affiliate that the device broke down when fired (stopped stapling). There was no consequence to the pt. 3/23/1998 additional info received from affiliate. Stapling device fired ok with the reload that came with it. When the surgeon fit the new reload, it did not fire. Same situtation as in product complaint 981923.

Manufacturer narrative:
Endopath endoscopic linear cutter: based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred.